Manufacturer narrative:
The driver's patient file was reviewed and revealed one emergency battery error alarms thus confirming the reported issue. The root cause was determined to be malfunction of the emergency battery as it was unable to power the driver for the full 10-minute requirement. The inability to power the system for the required duration is a result of loss of battery capacitance. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4), initial.

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver exhibited an emergency battery error alarm.